Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2017 with the following findings: black box shows evidence of unexplained por event on (B)(6) 2017. Battery compartment is cracked at threads on the side and below the grip pad. Returned battery cap is undamaged and able to fit. Hard ¿cs69¿ alarm was reproduced during the rewind step, unable to adequately investigate reported ¿power¿ complaint. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The error is resident to flash chip (u39. Pump¿s cover was removed; no intermittent condition was found to the power. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.